Event description:
It was reported that a one-link catheter extension set was involved in a no flow incident. This occurred while attempting to draw blood from a patient. One end of the set was connected directly to a catheter (non-baxter product), and the other end was connected to a lock type blood collection device (non-baxter product). Priming was not performed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(6). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.